Event description:
The customer's father reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer's father was advised to insert new aaa alkaline battery. The customer's father was advised that battery is securely fastened and battery slot is aligned horizontally with the device. The customer received failed battery test. The customer's father was advised to revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery, low battery, or off no power alarms noted. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.